Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-feb-05. It was reported that the circumstances that led to the stimulator to shut off on its own/ automatically turn back on was due to the change in battery needs. The patient also reported that the implantable neurostimulator (ins) was reprogrammed by a manufacturer representative (rep) and an appointment was scheduled for (B)(6) 2019 to change the battery. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported they were getting a replacement on (B)(6) 2019. Patient reported they would be getting a rechargeable battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). Patient reported that his stimulator ¿shut off on its own¿ while he was not at home and did not have his programmer with him. When home, he put his programmer over the battery to synch it, and stimulation automatically turned back on. Patient also noticed that he has needed to turn his intensity up on his stimulator lately. Rep interrogated ins, device life is low (2.7). Impedances are normal. The issue was resolved at the time of the report. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated.